Event description:
A patient reported experiencing inaccurate high results with a fasttake meter. Patient performed two meter to lab comparisons. The patient's blood glucose results during the first comparison were hi on the meter and 450 mg/dl on the lab with a difference of 33%. Patient's blood glucose results during the second comparison were 410 mg/dl on the meter and 260 mg/dl on the lab with a difference of 58%. Tests were done with 10 minutes of the lab for each comparison. The control solution passed on the meter. Patient did not experience any adverse events. No further information has been reported.